Manufacturer narrative:
The valves were not explanted and it is not available for evaluation. The IFU was reviewed and it includes known complications and adverse reactions of aqueous shunts and general intraocular surgery including hypotony, and shallow chamber. Without a lot number or sample available we are unable to complete a device history record review or evaluation of the product.

Event description:
Two patients with low pressure, including one with aqueous misdirection that necessitated a vitrectomy.